Event description:
Procedure type: low anterior resection. According to the reporter: upon firing the eea and even before turning the black knob to flip the anvil it became evident that there was a leak in the staple line. The surgeon observed a hole in the lateral side of the bowel just proximal to the staple line. There was no tension on the bowel prior to, during or after the firing sequence. The surgeon repaired the leak with suture and tested anastomosis; there was no further leak. A temporary loop ileostomy was performed. There was no unanticipated tissue loss, no unanticipated blood loss greater than 500ml. The or time was extended 40 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).